Event description:
On (B)(6) 2014, an abdominal aortic aneurysm procedure was performed. A chimney technique was used and two gore® viabahn® endoprostheses were implanted in the patient¿s aneurysmal renal arteries. On (B)(6) 2014, the patient presented with renal insufficiency and the gore® viabahn® endoprostheses were explanted to save the renal arteries. The vasculature was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant product: gore® viabahn® endoprosthesis, device lot #12113712, MFR report #2017233-2014-00325. Review of device manufacturing record history confirmed device met pre-release specifications.